Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 1ml s/t w/ndl 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: "when I got to around the 0.5 ml mark, the medication began bubbling quite a lot. I didn't notice the white streaking which appears to be on the inside of the syringe when I started the draw. I can't tell what was happening, but the more I drew in, the more bubbling. I thought perhaps there was some kind of sanitant in the tube that was reacting with my medication."

Event description:
It was reported syringe 1ml s/t w/ndl 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: "when I got to around the 0.5 ml mark, the medication began bubbling quite a lot. I didn't notice the white streaking which appears to be on the inside of the syringe when I started the draw. I can't tell what was happening, but the more I drew in, the more bubbling. I thought perhaps there was some kind of sanitant in the tube that was reacting with my medication."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/18/2021. H.6. Investigation: five photos, a strip of top web from batch #8250598, and a loose 1ml syringe (p/n 309626) were received. The samples were visually evaluated. Several areas on the syringe were missing print, however it was unclear if the print was removed after the manufacturing process due to heavy manipulation of the sample. The syringe was observed to have interior drag marks larger than the width of the scale extending from the 0.4ml grad line to just below the 1.0ml grad line. The drag marks did not cause loose foreign matter when the plunger was exercised. Additionally, the syringe was tested for leakage past the stopper and yielded acceptable results. The drag marks were non-conforming per product specification. Potential root cause for the drag marks defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.